Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The patient was brought into the clinic, and the noise was reproducible via isometric test. Programming changes were made. The patient had no adverse consequences.